Event description:
It was reported that the coating peeled off. The target lesion was located in the severely tortuous hepatic artery. Three 135/20 renegade hi-flo kit were selected for use. During procedure, it was noted that the coating of the guidewire peeled off. Another two microcatheter of the same batch were unpacked but the same problem occurred. The device was simply pulled out and there were no fragments left inside the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device showed stretching located at 2cm from the hub. Analysis showed 3 kinks located 17.5cm, 45cm and 58cm from the hub. Microscopic analysis of the shaft surface showed no coating issues that were reported. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the coating peeled off. The target lesion was located in the severely tortuous hepatic artery. Three 135/20 renegade hi-flo kit were selected for use. During procedure, it was noted that the coating of the guidewire peeled off. Another two microcatheter of the same batch were unpacked but the same problem occurred. The device was simply pulled out and there were no fragments left inside the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.